Manufacturer narrative:
This report is for an unknown dhs/dcs construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between april 1986 and february 1991. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nakata k, ohzono k, hiroshima k, toge k (1994), serial change of sliding in intertrochanteric femoral fractures treated with sliding screw system, arch orthop trauma surge, volume 113, page 276-280, (japan). This study investigated serial changes in the extent of sliding of hip screws for intertrochanteric fractures in order to determine whether age, gender, bone density, fracture type, quality of fracture reduction or extent of sliding accurately reflect healing time, and whether the observation of serial change in the extent of sliding during the early postoperative course can predict fracture repair. Between april 1986 and february 1991, 56 japanese patients with intertrochanteric femoral fractures were treated with an unknown ao 135 degree dynamic hips screw plate 4-hole. 11 patients could not be followed up until their fractures were united while 3 patients died of acute pneumonia within 3 months after the operation. Thus, a total of 42 patients were followed until their fractures united and were included in the study. There were 30 women and 12 men with a mean age of 76 years (range 51 to 99 years). The patients were divided into two groups according to the extent of sliding at union. Group a comprised 24 cases with an extent of less than 8 mm, and group b comprised 18 cases with 8 mm or greater. For all patients, early stress loading to accelerate the sliding phenomenon, active and passive range of motion exercises were started on the first day after the operation and continued for 2 weeks. All patients were allowed non-weight-bearing movement using a wheelchair or double crutches for the first 2 weeks postoperatively. Walking with full weight-bearing was allowed from 2 weeks after the operation. The average healing time was 10.6 weeks. Complications were reported as follows: 22 patients had an unanatomical fracture reduction. 1 patient had delayed union, but the fracture union was complete at 28.7 weeks after the operation. This report is for an unknown ao 135 degree dynamic hips screw plate 4-hole, unknown synthes dynamic hip screw lag screw, and unknown synthes screws. This is report 1 of 1 for (B)(4).